Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose. The customer was experiencing unexplained high glucose for the past week. Troubleshooting was declined as the customer did not have time, and he believes that the infusion pump is functioning properly. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.